Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2014-01623 and 2134265-2014-01624. (B)(4) study. It was reported that the patient experienced chest pain. In (B)(6) 2014, the patient presented with cardiac chest pain and was diagnosed with unstable angina. The patient was hospitalized the following day. One day later, coronary angiography revealed 95% stenosis located in saphenous vein graft to 1st diagonal and was treated with angioplasty and the placement of 3mmx16mm promus premier stent with the residual stenosis of 0%. Coronary angiography also revealed 95% stenosis located in lima to distal left anterior descending artery was treated with angioplasty and the placement of 3.50mmx32mm promus premier stent. Stenosis was also noted in 2nd diagonal and was treated with angioplasty and the placement of 2.25 mmx16mm promus premier stent. The event was considered resolved without residual effects and the patient was discharged the following day on aspirin and clopidogrel. Two days post implant of the three promus premier stents, the patient presented with chest pain. The patient was treated with valium and morphine. No additional patient complications were reported.